Event description:
It was reported that the left ventricular lead exhibited noise. The noise was reproducible with pocket manipulation and isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.